Event description:
During a ventricular tachycardia procedure, a communication issue occurred and the procedure was cancelled. The display work station would not connect to the amplifier and an error was noted stating: "unable to connect to the amplifier, check the optical fiber". The optical fiber was changed without solving the problem. A test was done with another amplifier without success as well as another fiber optic and rj45 converter. A final test with another display workstation resolved the issue. However, the procedure was cancelled.

Manufacturer narrative:
Further information determined that this event is a duplicate of 2184149-2022-00131. One ensite velocity¿ dws7 display workstation was received for investigation. Visual inspection revealed no anomalies. Analysis revealed no hardware related issues were identified during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issues and subsequent cancellation remains unknown.

Event description:
Related manufacture ref: 2184149-2022-00131. Further information determined that this event is a duplicate of 2184149-2022-00131.